Manufacturer narrative:
The corrections are as follows: medical device type: foz . PMA / 510(k)#: k952861.

Event description:
It was reported that needle retraction failure occurred during use with a insyte autoguard pnk 20ga x 1.16in. The following information was provided by the initial reporter: "it was reported that on the insyte catheter, some would not fully retract, leaving the very tip of the needle sticking out.other times the needle would retract slowly."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9225164. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-13. Medical device lot #: 9224609. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a insyte autoguard pnk 20ga x 1.16in. The following information was provided by the initial reporter, "it was reported that on the insyte catheter, some would not fully retract, leaving the very tip of the needle sticking out. Other times the needle would retract slowly."